Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from bottom seam portion where the ports. This issue was identified while adding additives to the bags and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured march 29, 2019 - march 31, 2019 the four (4) actual devices were not available; however, a companion sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water and a leak was observed from the spike port at the spike port cap of the one sample tested. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.